Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time slowly became behind the current time. The customer stated the pump would be 10 minutes behind when an intended bolus was to be delivered at 4:00 pm. Customer stated blood glucose levels have not been affected enough to cause significant harm. Reportedly, if the customer ever noticed a missed bolus, customer was able to immediately access the pump and deliver insulin. After reviewing t:connect logs, tandem technical support (cts) did not find any outstanding time jumps; the customer acknowledged.